Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer¿s touchscreen failed due to cursor misalignment, and the cursor autonomously moved all over the screen despite calibration attempts. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer¿s touchscreen failed due to cursor misalignment, and the cursor autonomously moved all over the screen. It was noted that the power cord bay door broken. An electromagnetic interference repair was performed to fix the screen issues. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.